Manufacturer narrative:
(B)(4). A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct is tightened properly. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device. At this time, the complaint is considered to be closed.

Manufacturer narrative:
Depuy spine has requested return of the devices for evaluation. A follow up medwatch report will be filed upon receipt of the devices and completion of the evaluation.

Event description:
Contact reports that the set screw loosening resulted in rod pull out and the need for revision surgery.